Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer reported that the insulin pump was turned off and would not turn on at the time of call. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the insulin pump might have been exposed to sweat. The customer was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.